Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for lead revision due to dislodgement. The left ventricular (lv) lead was explanted and replaced when repositioning was unsuccessful due to difficulty in insertion of the guidewire. The patient was stable before, during and after the procedure.